Manufacturer narrative:
Retainer ring = black. Case type = ngp. On october 29, 2022 the customer reported a insulin pump error. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, cracked middle (enter) keypad button. Device was received with a critical insulin pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests due to the critical insulin pump error (open book image) alarm. The attempt to download/upload using crest/thus was unsuccessful. Unable to verify insulin pump error because unable to upload the long trace or insulin pump history files. The case was cut open. After visual inspection, there is corrosion in/around the following: keypad flex cable terminal; electrical board1, electrical board2, lcd flex cable terminal; home motor switch. After plugging a known good electrical board2 and a known good electrical board1 into the original case, the device booted up normally. After plugging a known good electrical board2 into the original electrical board1 and then into the original case, the device booted up normally again. After plugging the original electrical board2 into a known good electrical board1 and then into the original case, the device booted up to a critical insulin pump error (open book image) alarm. The force sensor zero offset measured within specifications = 24.3 mv. In summary, the customer¿s report of a insulin pump error was unable to be confirmed during testing. The critical insulin pump error (open book image) alarm and the inability to upload are due to electrical board2 and the moisture damage on electrical board1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed, and customer was able to clear the alarm and was not able to rewind the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.